Manufacturer narrative:
No blood loss or medical intervention was reported. Incorrect display value may lead to confusion in whether the fluid removal of the pt is accurate or not. The clinical problem is that the user may respond to the erroneous display values with an inappropriate medical intervention possibly leading to pt injury. We have requested the downloaded machine data files and further investigation is ongoing. The MFR is aware of this problem relating to incorrect fluid removal and working on corrections.